Event description:
It was reported that the subject device turned on, but the pump did not kick on and the flow rate indicator lights did not increase or decrease when the flow rate control buttons were pressed. The issue was identified during a diagnostic esophagogastroduodenoscopy procedure while the device was inside the patient. The procedure was completed after a brief delay with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.